Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a loss of stimulation. They also had a fall that could be related to the issue. The patient had fallen on (B)(6) 2016 and then had another fall later in (B)(6). The patient started shaking a month before the replacement surgery. The shaking started around the middle to the end of june. They had a replacement surgery 5 days prior to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.